Event description:
Customer received discrepant estradiol results for one patient sample. Original run using 8.5 ml bd sst tube gave estradiol result of 4300 pg/ml (accompanied by a data flag). Same sample tube was rerun and gave result of approximately 5.1 pg/ml (accompanied by a data flag). Customer poured sample into a cup on top of tube and estradiol result was <5.0 pg/ml (accompanied by a data flag). Customer then mixed same sample and reran which gave <5.0 pg/ml (accompanied by a data flag). Customer diluted sample x5, result was 97.25 pg/ml. Sample rerun again gave 6.57 pg/ml. All repeat testing performed on same analyzer. Estradiol reagent lot was 154701. The customer did not believe original (4300 pg/ml) result or diluted result (97.25 pg/ml) result therefore, neither of these results were reported. No adverse events were reported. The field service representative determined cause was possibly an issue with the patient sample. He ran performance tests which were successful.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Info received indicates the bed will not come out of brake.

Manufacturer narrative:
A specific root cause could not be identified. Quality controls were in range at the time of the event. Additional information was not provided for further investigation. Preanalytics as well as instrument issue could not be excluded, due to lack of additional information from the customer. No adverse events were reported.